Event description:
Information was received that reported a pt was hospitalized in 2009, due to diabetic ketoacidosis. The pt reported that prior to her hospitalization, her blood glucose was >500 mg/dl. Upon admission to the hospital, her blood glucose was 640 mg/dl. She was admitted with a diagnosis of dka. She was treated with IV insulin and fluids. The device will be returned for evaluation, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon visual examination, the pump was found to have physical damage. The device was found to have 1/2 inch chip of material that had been broken away and numerous cracks. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. On the date of the event, the device did alarm 7 times, each time the user acknowledged and silenced the alarm. We were unable to determine, when or how the device became damaged.